Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and resulted higher. The sample was then repeated twice on an alternate instrument and also resulted higher. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and did not discover an instrument malfunction. The sample had also resulted as expected upon repeat testing on the same instrument. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.